Manufacturer narrative:
This report is being filed to update the if explanted, give date (B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient with this device received two inappropriate shock therapies due to non-physiologic noise. The two episodes were approximately four hours apart and reportedly the patient was riding a dirt bike during this time. The patient was subsequently seen in-clinic; however the noise was unable to reproduced with manipulation, noting the possibility the clinician was not aggressive enough to simulate the same situation. The device remains programmed in the primary vector with no system changes performed and no resulting adverse effects. The physician has elected to monitor at this time with no intervention planned. Subsequently, this device was explanted and replaced with another device, implanted in a more desirable location and offering the smartpass sensing feature. It remains unknown if this explanted device will be returned for analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
(B)(4); should new information become available, this event will be further reviewed.

Event description:
Boston scientific received information that the patient with this device received two inappropriate shock therapies due to non-physiologic noise. The two episodes were approximately four hours apart and reportedly the patient was riding a dirt bike during this time. The patient was subsequently seen in-clinic; however the noise was unable to reproduced with manipulation, noting the possibility the clinician was not aggressive enough to simulate the same situation. The device remains programmed in the primary vector with no system changes performed and no resulting adverse effects. The physician has elected to monitor at this time with no intervention planned. Subsequently, this device was explanted and replaced with another device, implanted in a more desirable location and offering the smartpass sensing feature. It remains unknown if this explanted device will be returned for analysis. No resulting adverse patient effects were reported.